Manufacturer narrative:
Information received via medical affairs indicated that a patient experienced restenosis after having coronary artery stents implanted. The patient's history is significant for atrial fibrillation and previous coronary artery bypass graft surgery. An MRI technician called for medical information and additionally reported adverse events. The patient had an unknown number of cypher stents placed in the rca on an unknown date. On an unknown date the patient experienced "possible restenosis". Treatment included hospitalization and the placement of an unknown number of cypher stents in the mid and ostial rca. On 2006-(B)(6), the patient "may have had additional stents placed" as the reporter was unable to decipher information from the patient's medical records. On 2008-(B)(6), the patient became "symptomatic", was hospitalized and had one palmaz genesis in the subclavian artery and "other unknown amount of stents" placed in the rca, four of which were cypher stents. The reporter was a poor historian and had no further information available. The sterile lot number for the devices is unknown therefore a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the information provided it is not possible to determine what factors may have contributed to the reported events.

Event description:
The iabp catheter was inserted through the left femoral artery in the cath lab the day before surgery (pre-op) at the request of the cardiac surgeon. No problems or complications during the procedure. Patient pulses (left pedal/dorsils) present after the iabp insertion and left groin stable. Iabp console functioning normally. There were no alarms indicating a helium leak or problem with the catheter. The patient went to cardiac surgery the day after implant of the balloon catheter and had a cabgx5, lv aneurysmectomy, lv ventricular lead placement and radio frequency ablation of the pulmonary veins. The patient came out to the critical care unit in critical but stable condition. The day after surgery the patient's iabp catheter spontaneously ruptured (observed by blood filling the helium line). Iabp console immediately turned off. Cardiac surgeon discontinued the iabp catheter. No problems noted, no loss of pulses on left. Patient had no known side effects for discontinuing the catheter or the rupture. Patient discharged seven days after surgery. Left groin stable and left extremity distal pulses normal.

Event description:
An MRI technician called for medical information and additionally reported adverse events. The patient had an unknown number of cypher stents placed in the rca on an unknown date. On an unknown date the patient experienced "possible restenosis". Treatment included hospitalization and the placement on an unknown number of cypher stents in the mid and ostial rca. On 2006 (B) (6) the patient "may have had additional stents placed" as the reporter was unable to decipher information from the patient's medical records. On 2008 (B) (6) the patient became "symptomatic", was hospitalized and had one palmaz genesis in the subclavian artery and "other unknown amount of stents" placed in the rca, four of which were cypher stents. The reporter was a poor historian and had no further information available.

Manufacturer narrative:
Event date is unknown. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.